Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and removed the side cover and opened the hinged panel. The fse discovered that the p2 plug to power supply was loose and became disconnected when the door was opened. The fse secured the plugged, verified it to be tight and was able to power on the iabp. The issue was now resolved. The unit passed all functional and safety tests per factory specifications, was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not power up. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.